Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited noise causing pacing inhibition. No patient symptoms were reported. Programming changes were made. On (B)(6) 2018, the lead was successfully explanted and replaced. The patient was stable throughout the procedure.